Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 3 months following the implant of this transcatheter bioprosthetic valve, while on oral anticoagulant (oac), anemia occurred. The patient had known anemia for a few months prior. Patient had partial workups which included upper and lower gastrointestinal endoscopy with no evidence of bleeding. A hemolysis workup and coombs test was negative for hemolysis. Capsule endoscopy showed two foci in proximal jejunum and angioectasia. Patient was hospitalized due to a drop in hemoglobin (hb) to 7.8 grams per deciliter (g/dl) with no complications of melena and no symptoms.  Anemia was treated with 1 unit of packed red blood cells (prbcs). A rise in hb to 8.8 g/dl was noted and the patient was discharged. No additional adverse patient effects were reported. Anemia resolved two days after onset. Per the physician, the anemia was not related to the valve and not related to the valve implant procedure.